Event description:
During a hip surgery on (B)(6) 2014, the new e1 poly liner did not lock into the shell. A delay of 35 minutes occurred. No further information has been received.

Manufacturer narrative:
The returned liner was evaluated. Visual examination of the liner found signs of damage to the undercut and scallop faces, this damage was likely caused by the locking ring / shell during the attempted assembly by the customer. As a functional check, a locking ring was assembled onto the liner with no issues found. The liner was also assembled into a spare shell with no issues found. A review of the complaint databases found no similar complaints reported with this item/lot combination. The evaluation concluded the liner conforms to the drawing and was fit for purpose when leaving biomet. The reason for the issue could not be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.